Event description:
It was reported that the patient's device was protruding at the pocket site. The patient noticed a metallic object sticking out of his pocket where the device was located. An examination and palpation found the device protruding. The patient had soreness, tenderness, redness, and some bleeding. The system was removed and resolved without sequela. Additional information received on (B)(6) 2012 confirmed the explant date. It was also reported that the leads were left in the patient for a future reconnection.

Manufacturer narrative:
Product ID 3986a60, lot# n101280, implanted: 2007 (B)(6), product type lead, product ID 3986a60, lot# n099559, implanted: 2007 (B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2010 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).